Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Premarket identification k011028 and k013227.

Event description:
It was reported that the implants at tooth locations 16 & 36 were removed due to bone loss. Event as noticed after 2 years of implantation and prosthetic rehabilitation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications.